Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
It was reported that the customer had a low blood glucose reading of 50 mg/dl and was not sure why. He treated with food and glucose tablets. At the time of reporting the event, the customer's blood glucose was 266 mg/dl. The customer stated, he had been experiencing low blood glucose two to three times per week. Troubleshooting was performed. The drive support cap on his insulin pump appeared normal. The customer's most recent set change took place on (B)(6) 2014. All of the programming information looked correct and the reservoir was showing the same amount of insulin as shown on the status screen. The customer stated he changed the basal rates recently, but he had been changing them by small increments and going to his healthcare provider after a month. The insulin pump was not exposed to a magnetic resonance imaging scan. The customer was advised to monitor the issues. Nothing further reported.